Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No product lot number was reported therefore no lot release records were reviewed. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The wife reported that the customer was hospitalized due to an infection at the insertion site after wearing the pod longer than 48 hours. He was diagnosed with cellulitis and treated with broad spectrum antibiotics.